Manufacturer narrative:
Zimmer biomet complaint number (B)(4). Medical products: tibia cemented, p/n: 42532006401, l/n: 62258244; femur cemented, p/n: 42500006201, l/n: 62118568; articular surface, p/n: 42512400513, l/n: 62197463; all-poly patella cemented, p/n: 42540200032, l/n: 62235042. Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2019-03302, 0001822565-2019-03324. Product location is unknown.

Event description:
It was reported patient had a revision procedure 3 years post implantation due to unknown reasons. During the procedure, the tibial component and art surface were revised. No additional patient consequences were reported.

Manufacturer narrative:
Upon receipt of additional information it has been determined that this device did not cause or contribute to the reported event. The initial report was submitted in error and should be voided.

Event description:
Upon receipt of additional information it has been determined that this device did not cause or contribute to the reported event. The initial report was submitted in error and should be voided.